Manufacturer narrative:
Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Event description:
The customer contacted heartsine to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Corrected data: section b5 has been corrected. Additional information: heartsine's investigation of the device confirmed the reported fault as upon return the device could not be powered on. This was attributed to corrosion within the membrane panel, on the on/off button contact pads on the membrane pcb. This had resulted in the button failing to make contact with the membrane pcb, therefore the button being unable to function. The fault could not be replicated after the corrosion was cleared, which would indicate that the device had been stored outside the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.